Manufacturer narrative:
Unit received with all operating currents within spec and passed functional testing including the rewind, unexpected restart error test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. Inserted a water test reservoir, unit was programmed with a 2.0 u/h basal rate and monitored 3 days. Several bolus were also delivered. Unit delivered properly all bolus and basal profiles. All bolus and basal profiles were properly recorded at the bolus, basal and daily total history screens. The test reservoir units left matches properly to the units left in the pump status screen noted. No unexpected bolus/ basal deliveries anomaly, vibrate anomaly or no reservoir alarm noted during monitoring period. Unit had minor scratched lcd window, cracked battery tube threads and cracked reservoir tube lip. Pump passed the delivery accuracy test. A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they woke up to a high blood glucose level of 500 mg/dl but the insulin pump did not vibrate. They treated the high blood glucose with the insulin pump. The customer¿s current blood glucose level was 300 mg/dl. The customer stated there was a delivery anomaly. Troubleshooting was performed. The customer was assisted with performing a displacement test and the results showed no reservoir. The device will be returned for analysis.